Event description:
Reporter noted multiple error messages received during set-up, and again during procedure to check cassette; cassette blocked. Cassette changed third time. Case was deployed approximately one hour, but completed. No pt injury occurred. Used system again on next three days without issue.

Manufacturer narrative:
Device has not been received for evaluation to date. This report mailed to FDA on :06/09/2006 the manufacturer internal reference number is: ia060769